Manufacturer narrative:
(B)(4) device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the tip broke. Treatment was being performed on a very long lesion, from the superficial femoral artery (sfa) going in to the popliteal artery. There was evidence of both plaque and thrombus. The physician selected to use a 2.4mm jetstream xc catheter, but the device was unable to be used as an error message was unable to resolved. The physician then selected the use of an angiojet® solent¿ omni, but the tip was noted to be broken. The procedure was completed with the use of another angiojet solent omni without any issues. No complications were reported and the patient status was fine.